Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The fluidics module was replaced and sent for in-house testing. Preventive maintenance was performed. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental report will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 06/12/2009.

Event description:
The nurse reported a system message displayed during set-up. They tried rebooting the system 3 or 4 times but were unable to clear the system message. Six cases were cancelled. No pt injury was reported.